Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.4, lab: 3.4. Inratio: 3.7, lab: 3.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.4, inr: 3.7.

Manufacturer narrative:
Investigation pending.